Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. A visual inspection did not find any anomalies. Initially, engineering was unable to push air or sterile water for injection through the cap septum. After the second decontamination of the pump to remove the cap and the suture ring, the cap was found to be patent. An investigation showed that the pump successfully primed and flowed within specification, at 91% efficiency, without the cap and suture ring. The root cause for the report of "woozy" and "shocks near the pump site" was not determined. Non patent catheter discovered during pump revision surgery is captured in internal complaint #: complaint (B)(4). Internal complaint #: complaint (B)(4).

Event description:
Agent reported a patient that felt "woozy" and was experiencing "shocks near the pump site" after a refill. The patient was brought back in last week for a normal refill and there were no volume discrepancies. After the second refill, the patient did not experience the "shock," but still experienced "wooziness." The agent reported that the physician turned off the pump and that the patient still reported to experience the shock a couple of times per day. Patient's pump was explanted and replaced. During pump replacement, the physician discovered a non patent catheter.